Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 6/08/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that four unopened samples of product code eh7144h were received for evaluation. Upon visual inspection of the unopened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any defect noted report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number: qdbhkh/ eh7144h, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please specify the quantity of devices that presented suture breakage during this single procedure being reported? If the issue occurred during multiple procedures, could you please specify the quantity of procedures affected by suture breakage? Were these previously reported to ethicon? If yes, please you provide a product complaint number. If no, bq to create additional files for each specified procedure/event/patient with following specific information: event date, procedure date, procedure name, product used in procedure, quantity of each product used. Event description stating when each involved device had a suture breakage issue in the procedure. Any adverse patient consequences and how were they managed?

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the threads broke at the slightest pull. The defect has existed since the middle of the pack. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.